Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block d4, h4: the complainant was unable to provide the suspect device upn and lot number. Therefore, the manufacture and expiration dates are unknown. Block h6: imdrf device code a010402 captures the reportable event of stent migration.

Event description:
It was reported to boston scientific corporation that a wallflex biliary stent was implanted during a procedure performed on an unknown date. According to the complainant, the wallflex fully covered stent has a tendency to become displaced and migrate within the biliary tree. There were no specific case details provided. No patient complications were reported as a result of this event.